Manufacturer narrative:
Updated fields: b4,d8,d9,g1,g3,g6,h2,h3,h6(medical device problem code, type of investigation, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) visited the site. As per factory advise replaced the compressor, temperature sensor), o-ring and mufflers and during testing found that safety disk membrane test failed, so replaced the safety disk as well. Tested and calibrated the device as per specifications. All test passed the specifications.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an failure. There was no patient harm or injury reported.